Event description:
Additional information received notes that the patient was presented for a device changeout procedure. Prior to the procedure, upon interrogation the atrial lead exhibited noise. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing in inappropriate mode switch episodes. No intervention was performed. The condition of the patient is unknown.